Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak from a broken pinch valve pv40. The fse replaced pv40 to resolve the leak and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported a leak of clear fluid from the right side of the lh 500 hematology analyzer. The customer was unable to identify the source of the leak. The customer stated that fifteen (15) milliliters of fluid leaked and was not contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.